Event description:
It was reported the patient's blood glucose level rose to 180 mg/dl while wearing the pod between 36 and 48 hours. The patient reports they had forgot to bolus for a large meal and had administered a correction bolus 2 times. The patient reports having nausea and had a loss of consciousness and had fell.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported loss on consciousness. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7.